Event description:
Pt spontaneously called to report that she changed her cassette at 9pm last night and now this morning her pump (B)(4) started beeping saying it is empty, and when she looked at her cassette, there is no medication in it. She reports feeling light headed. Informed her we will replace her pump and having nursing come out to assess technique. Pt was advised to go to hosp since she may have overdosed her medication. Pt switched to back up pump after malfunction. Fault occurred while in use with a pt. Product issue did not cause or contribute to pt or clinical injury. Dose or amount: 10ng/kg/min, frequency: continuous, route: IV. Dates of use: from "(B)(6) 2018" to current. Diagnosis or reason for use: pah. The device was replaced.